Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was consistent pneumo leakage. It was worse with the 12mm trocars. The procedure was completed without any adverse impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.